Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two clips scissored. The case was with the same device. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.